Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including coronary aortic bypass graft (CABG), diabetes mellitus and chronic kidney disease.

Manufacturer narrative:
The date of the event is unknown. However, the article was received for review on 1st february 2024. Therefore, the date the article was received for review was used as the date of event. Article citation: molina-lopez vh, partida-rodriguez e, rivera-babilonia j, rodriguez-ospina l. Successful rescue transaortic valve replacement using edwards sapien 3 following failed evolut r implantation in a degenerated surgical bioprosthesis: a case report. Cureus. 2024 feb 16;16(2):e54318. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "successful rescue transaortic valve replacement using edwards sapien 3 following failed evolut r implantation in a degenerated surgical bioprosthesis: a case report" the following event was identified as pertaining to an edwards device: edwards received notification that a 86-year-old patient with a valve model 3300tfx25mm implanted in aortic position underwent a valve-in-valve procedure due to leaflet degeneration leading to paravalvular leak (pvl) and ring dehiscence of 25% circumferential area leading tosevere central prosthetic valve insufficiency (pvi) after an implant duration of approximately six (6) years. As reported, patient presented with heart failure, worsening of exertional angina and dyspnea class IV. A 29mm non edwards transcatheter valve was implanted within the pre-existing edwards surgical device.